Event description:
It was reported by the customer that the device is defective. This was noticed during reprocessing. Further a burnt smell was reported by arthrex france. There was no harm for patient, operator or third party. There was no case involvement. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.